Event description:
It was reported that the patient passed away on (B)(6) 2024. The patient developed aortic root thrombus and right ventricular failure post implant and required a right ventricular assist device (rvad) to be placed. The patient was unable to wean off rvad support and the family elected to transfer the patient to hospice care. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b3: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between the device the reported events and patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events (venous and arterial non-central nervous system thromboembolism), right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including rvad placement. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.